Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer experienced high blood glucose of 515 mg/dl and was receiving no delivery from his insulin pump. The customer treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with a no delivery alarm in the history. The customer did not have a tubing clamp with which to continue troubleshooting. He was advised to change the entire set, reservoir and insulin. Nothing further was reported.